Manufacturer narrative:
No balanced phaco tip sample was returned for evaluation for the report of a broken tip inside the eye; therefore, the condition of the product could not be verified. A review of the device history records traceable to the two possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Because a phaco tip sample was not returned by the customer and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. P haco tips are 100% visually inspected by trained operators during the manufacturing process. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the phacoemulsification tip broke inside a patient's eye during a procedure. It was removed with no complications to the patient. Additional information was requested; however, none has been received to date.